Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user awoke to a device high glucose alert and a capillary glucose of 569 mg/dl following a supply change performed before sleep, with persistent hyperglycemia for approximately four hours that improved after additional supply troubleshooting and change. Symptoms included headache. Outcomes included no need for outside assistance and no medical intervention, with glucose trending back into range and the user reporting feeling fine. Investigation included customer support guidance to assess for delivery issues and confirm insulin drops, with troubleshooting and education completed. Investigation of this case revealed hyperglycemia of unclear cause with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.